Event description:
It was reported that pump module did not infuse the secondary bag correctly. There was patient involvement however impact is not known.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that pump module "did not infuse the secondary bag correctly". There was patient involvement however impact is not known.